Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had loose cable strain relief boot. The issue had occurred during maintenance. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of cable unit, poor watertightness of cable unit, water tightness was lost. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was the detachment of the cable unit. In addition, due to poor watertightness of the cable unit, water tightness was lost, which was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.